Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the mid/distal region of the right superficial femoral artery using an in.pact 018 drug coated balloon (dcb), the balloon burst at a pressure of 10atm on the first inflation, resulting in a pinhole type burst. The lesion had a stenosis of 80-95%, a length of 200mm, and the artery diameter was 5.5-6.5mm with a severe degree of calcification. The balloon did not detach, and the device was safely removed from the patient. The procedure was completed successfully using a new medtronic device, and there were no injuries or interventions associated with the balloon burst.